Event description:
Adverse event(s): "the case was delayed about 10 minutes" (no code available). Product problem(s): "a system message displayed and could not be cleared" (device displays error message). The scrub technician reported fluidics was not responding. A system message displayed and could not be cleared. The system was switched out and the case was completed as planned. The case was delayed about 10 minutes. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the problem reported. The solenoid spacers were replaced and disposed of. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any add'l related reports for this system. (B) (4). (B) (4). (B) (4).